Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during a bolus delivery. Customer's blood glucose was 260 mg/dl. Customer was advised to use a back-up plan.